Manufacturer narrative:
Analysis was performed on the returned device. The reported insufficient information was observed as an incomplete blow through. Production records and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The investigation determined that the observed difficulties and subsequent treatment appears to be related to the circumstances of the procedure. In this case, it is likely that the plunger was not fully depressed flush with the handle body during deployment, such that the posterior needle tip was not blown through the posterior foot. The link separation from the swage end of posterior cuff is likely due to plunger retraction as the posterior needle tip and cuff remained in the posterior pocket. The observed posterior needle tip and cuff stuck in the foot likely caused the suture to be separated during device removal. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as 5/8/2024.

Event description:
The proglide device was returned with a suture retrieval issue. The posterior needle tip is caught in the foot pocket. The link and suture were noted to be separated. An unspecified method was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.